Event description:
It was reported that the patient has pacemaker syndrome and has been feeling sick all the time. The patient also gets headaches, feels contractions in their chest and when on the freeway in the car, they cannot breathe. The physician and company representative have been trying to reprogram the device for these symptoms, but it has not been successful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).